Event description:
The plaintiff's attorney alleged the patient experienced several sudden cardiac events approximately between two days to four months apart. Subsequently, the patient expired approximately six and a half months after the first onset of the sudden cardiac events; all of which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any additional information.